Manufacturer narrative:
(B)(4). The returned device was examined. There was no visual damage to the threads and the product past a functional check with an inserter. No product problem was found. There were no manufacturing issues detected which would have contributed to this reported event.

Event description:
It was reported that the threads of a spacer were cross-threaded while attempting to be attached to the mating inserter. An alternative spacer was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a spacer were cross-threaded while attempting to be attached to the mating inserter. An alternative spacer was used to complete the procedure without reported patient impacts.